Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-70310.

Event description:
It was reported that the customer experienced high blood glucose levels, with a blood glucose reading between 325 to 400 mg/dl. The customer stated that she would have high blood glucose but she would not know because she did not receive any no delivery alarm. She stated that she only discovered that there was a problem when she would change the infusion set and discover a bent cannula. The most recent blood glucose reading was 151 mg/dl. She also complained of a broken belt clip and holster. She reported issues with infusion sets, stating that she had to waste 3 to 5 sets because the adhesive kept sticking to itself. She stated that at night, she would have blood glucose readings of 45 mg/dl, and she would have to get up to treat. She stated that she needed the threshold suspend feature. She was concerned with possible incorrect settings on the device. The basal rates were found to be incorrect. Advised the customer to consult with a doctor and monitor. Nothing further reported.